Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 90-120mg/dl fasting. Verified the strips expire 04/30/2017. Customer confirms the strips are stored in the kitchen and was first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: 212mg/dl (B)(6) 2015 11:00:00 am fasting:yes. No adverse event reported.

Manufacturer narrative:
Internal report #: (B)(4). Product not yet returned.

Event description:
Consumer complaint of high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 90-120 mg/dl fasting. Verified the strips expire 04/30/2017. Customer confirms the strips are stored in the kitchen and was first opened (B)(6) 2015. Reviewed meter memory. 83 mg/dl, (B)(6) 2015, 11:35:00 am, fasting: yes; 212 mg/dl, (B)(6) 2015, 11:00:00 am, fasting: yes; 205 mg/dl, (B)(6) 2015, 10:30:00 am, fasting: yes; 193 mg/dl, (B)(6) 2099, 12:00:00 pm, fasting: yes; 115 mg/dl, (B)(6) 2099, 12:00:00 pm, fasting: yes. Customers concern: 212 mg/dl, (B)(6) 2015, 11:00:00 am, fasting: yes. No adverse event reported.